Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2015, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2015, product type extension. (B)(4).

Event description:
The patient reported that during the implant of the device the patient¿s heart stopped. The patient contacted the cardiologist right away and the doctor had him turn stimulation off for 24 hours and the patient wore a holster monitor. They noted a lot of irregularities and now the cardiologist wanted the patient to wear a monitor for 60 days. The patient wanted to know if he was able to wear a heart monitor for 60 days. The patient's relevant medical history includes spinal pain. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received on 2016-01-13 from the health care provider (hcp) stating that the allegation that the patient's heart had stopped was not true, and this statement was confirmed by anesthesia records. They felt that the cardiac irregularities were not related. The device had been activated post-operatively, and the patient's outcome was "fine". A supplemental report will be submitted if additional information is received.